Event description:
It was reported that a user called stating they needed assistance due to elevated blood glucose while using the device, with the cause of the hyperglycemia unclear and no associated device alerts or alarms described. Symptoms included high blood glucose consistent with hyperglycemia. Outcomes included inconvenience and need for assistance without medical intervention, hospitalization, or long-term impairment. Investigation included a review of available complaint details and an attempt to contact the user for additional information. Investigation of this case revealed no confirmed device malfunction and insufficient information to identify a contributing device component or use-related factor. It was concluded that the event is unconfirmed for device failure and the cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence".